Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had broken output connectors. It was also indicated that the keypad window was broken. It was also indicated that an encoder nut and a knob were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.